Event description:
The customer reported a leak at the baths of the coulter act diff analyzer. The customer was running startup when the leak was noticed. The volume of the leak was about half a cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valves lv13, lv14 and lv15 were not properly actuating. The fse replaced the pinch valves, which repaired the leak. The repairs were verified per established procedures. (B)(4).